Manufacturer narrative:
Correction: section b2 - "other serious (important medical events)" should have been selected.

Manufacturer narrative:
Further information was requested but was not available at this time.

Event description:
It was reported that inappropriate shock therapy was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes the patient was asymptomatic. The issue was first observed on remote check. Programming changes were made. The patient was being monitored. The patient was in stable condition.